Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by a healthcare professional (hcp). On (B)(6) 2015, it was reported that there was a confirmed catheter occlusion. The issue was diagnosed via imaging, an MRI and CT scan had been done. It was noted that further imaging was ordered. Further follow up was done to determine the patient's medical history, concomitant medications, and if any actions or interventions occurred as a result of the event.

Event description:
It was reported that the patient experienced an increase in pain. It was stated that an MRI was needed to for potential tissue build up around the catheter tip. The pump was used to deliver dilaudid, bupivacaine, and two other unknown drugs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.